Event description:
It was reported that the patient's left hip was revised due to instability, reported to have been caused by the stem being loose/ not ingrown. An accolade stem, head and liner were revised to a restoration modular stem construct, another head, and liner. A screw was also removed, but no reason was reported to the rep as to why. Rep confirmed head and liner did not contribute to instability and had no other allegations against them.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.